Manufacturer narrative:
(B)(4).

Event description:
It was reported during a pacemaker implant, the physician was unable to insert the rv lead into the header. As a result, a new pacemaker was used which resolved the issue. No patient symptoms were reported.